Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a procedure involving stent placement within the iliac vein, the hub separated from a flexor high-flex ansel guiding sheath's dilator upon removal of the sheath. The anatomy was not scarred, tortuous, or calcified. The hub was not used to pull the device from the patient. The patient was not injured. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned for investigation. A photo of the device was provided by the user facility, which confirmed that the hub was separated from the device. The flare was very small/absent. A review of the device history record found one non-conformance related to the reported failure mode. The non-conformance was reported as "hub, detached from shaft" and was scrapped. All nonconforming product during manufacturing were scrapped, and cook has 100% inspections to capture the reported nonconformance. At this time, cook concluded that no additional nonconforming product from this lot exists in house or in the field. A review of complaint history records shows one other complaint associated with the complaint device lot reported by the same facility for the same issue. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a manufacturing deficiency contributed to this incident. The manufacturing personnel were retrained to the applicable procedures on (B)(6) 2021. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Name and address: (B)(6). Occupation = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving stent placement within the iliac vein, the hub separated from a flexor high-flex ansel guiding sheath's dilator upon removal of the sheath. The anatomy was not scarred, tortuous, or calcified. The hub was not used to pull the device from the patient. The patient was not injured. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.